Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, white particles in the shell and one opening curved on the radius. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one sharp crease sharp on the radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.